Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The field service engineer inspected the analyzer and found a hole in the sample and reagent tubing. He then replaced the tubing. He verified the analyzer's performance by mechanical checks and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results from one patient sample tested on the cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The initial result of the undiluted patient sample was >3000 pg/ml with a data flag. The first repeat result of the patient sample at an unknown dilution was 1786 pg/ml. The second repeat result of the patient sample at an unknown dilution using a different pack of diluent was 290.5 pg/ml. The initial result was deemed correct.